Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 153 mg/dl, 477 mg/dl, and "lo" (less than 20 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Evaluation method: the meter and test strips were returned and investigated. The complaint was not confirmed and a new issue was observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings of 477 mg/dl and "lo" were found in the meter's memory; but not within a 10 minute timeframe. In addition, retained test strip samples from the same lot reported by the customer (4500161221) were tested with control solution instead. All results were within the range specification and no errors were observed. Also, a device history review (DHR) of the test strips was requested. The DHR indicated the test strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release.the complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.